Event description:
It was reported that there was no flow from a large volume multirate infusor. This occurred during priming. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same device as (B)(4).

Manufacturer narrative:
(B)(4). The lot was manufactured from december 15, 2013 to december 16, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.